Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine procedure, it was observed that this left ventricular (lv) lead conductor was fractured. This lv lead has been abandoned surgically and a new lead has been successfully implanted. No adverse patient effects reported.